Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.investigation summary:it was reported the plunger can't be pushed down to the bottom of the syringe. To aid in the investigation, two samples were received for evaluation by our quality team. Based on the customer report they were contaminated with blood while being used. These samples were sent to decontamination to bd vernon hills prior their shipment for analysis. Now they are clean. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the results were within specification. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352370. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel.based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 10ml saline fill ce had a difficult to move plunger. The following information was provided by the initial reporter: it was reported the plunger is contaminated with blood and can't be pushed down to the bottom of the syringe.